Event description:
Follow up information received reported that the cause of the event was side effects from programmed settings. The healthcare professional reduced the voltage setting which resolved the issue. No hospitalization was required. The patient outcome was reported as recovered without sequelae.